Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), several telemetry beds went offline. While attempting to restart the xcs, the unit became frozen. Tech support walked the user through performing a hard reboot. Following the reboot, the displays did not return. The issue was escalated to the customer internal it team. Several attempts were made to reach out to the customer to get additional information, however at this time, no further information has been provided. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.